Event description:
Reportedly, the device was implanted under bluetooth telemetry. After connection of both leads, device interrogation revealed lead impedance at 3000ohms in both channel. Physician checked visually and with pull test that leads were correctly tightened. After unscrewing set-screws, psa measurements were ok on both leads. Reconnection of the lead and interrogation of the device revelaed lead impedance at 3000.

Event description:
Reportedly, the device was implanted under bluetooth telemetry. After connection of both leads, device interrogation revealed lead impedance at 3000ohms in both channel. Physician checked visually and with pull test that leads were correctly tightened. After unscrewing set-screws, psa measurements were ok on both leads. Reconnection of the lead and interrogation of the device revealed lead impedance at 3000 ohms in both channels. The device was then explanted and another pacemaker was implanted without any irregularity. The device will be send to clamart for expertise, cso files from surgery room will be provided in the coming days.

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure. - at reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. Please refer to the analysis report.